Manufacturer narrative:
Based on returned photo, this is existing label printing design with batch number and followed by machine number indicated on product unit package. In addition, DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months.

Event description:
The batch stated in the box is not the same batch printed on the individual pieces inside the box before use.

Event description:
It was reported that bd neoflon pro 24ga 0.7mm od 19mm l label content incorrect the batch stated in the box is not the same batch printed on the individual pieces inside the box before use.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.